Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an "autofill failure" alarm was generated. The iab pump (iabp) was replaced but pump alarm did not stop. Therefore, the iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an "autofill failure" alarm was generated. The iab pump (iabp) was replaced but pump alarm did not stop. Therefore, the iab was replaced to continue therapy. There was no reported injury to the patient

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an "autofill failure" alarm was generated. The iab pump (iabp) was replaced but pump alarm did not stop. Therefore, the iab was replaced to continue therapy. There was no reported injury to the patient

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The extender tubing was also returned. One kink was found on the catheter tubing approximately 67.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender tubing was performed and one leak was found on the extender tubing approximately 1.3cm from the female luer tip. The reported alarm was most likely triggered by a leak which was found on the extender tubing. The penetration found appears to have been caused by a sharp object. We are unable to determine when the penetration may have occurred. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).